Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06003, related manufacturer report no: 2015691-2021-06005, related manufacturer report no: 2015691-2021-06007, related manufacturer report no: 2015691-2021-06008.

Event description:
As reported by our affiliate in (B)(6) and through an article, 'transcatheter aortic valve replacement using the sapien 3 valve versus surgical aortic valve replacement using the rapid deployment intutity valve: midterm outcomes', endocarditis occurred 2 months and 4 years following the transfemoral (tf) and transapical (ta) tavr procedures. Between february 2014 and june 2017, 122 patients received an edwards sapien 3 valve by the ta approach. Between may 2014 and april 2018, 77 patients received an edwards sapien 3 valve by the tf approach. Endocarditis occurred in 4 patients between 2 months and 4 years post valve implant. Information regarding the exact timing and source of the infections was not provided. Information regarding the actions taken was also not provided.

Manufacturer narrative:
Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore the probability of endocarditis related to edwards' bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. With the limited information provided, the exact cause and timing of the reported endocarditis events could not be determined. Investigation results suggest the procedure itself may have contributed to the reported early endocarditis events. Patient factors not provided may have contributed to the reported late endocarditis events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference for article: useini d, beluli b, christ h, schlomicher m, ewais e, haldenwang p, patsalis p, moustafine v, bechtel m, strauch j. Transcatheter aortic valve replacement using the sapien 3 valve versus surgical aortic valve replacement using the rapid deployment intuity valve: midterm outcomes. J card surg. 2021 feb;36(2):610-617. Doi: 10.1111/jocs.15275. Epub 2021 jan 2. Pmid: 33386755. This is one of five manufacturer reports being submitted for this case.